Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.7. Date: (B)(6) 2010, inr: 2.9. Pt was stable for 3 months on the inratio meter until results on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.